Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the essenz hlm. The incident occurred in (B)(4). Livanova learned that this customer was using a profile that includes cpl-b and cpl-c pump's role and by default the ratio was settled on manual. This is because during the priming he was driving the two pumps independently each other. When the priming was done he moved the ratio from manual to 4:1. The first dose of cardioplegia was then delivered with this ratio and after that the further maintaining doses are delivered with 8:1 ratio. Just before to remove the cross-clamp the user was delivering warm blood only, meaning that he was setting the ratio to manual mode and delivering only blood. After this event of pump stop, the user tried to reproduce the issue without be able to do it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cardioplegia pump (cpl-c) stopped without get any alarm from the essenz hlm system cockpit. The issue occurred after the warm blood washout was performed and due some surgical need, the user had to come back to cross-clamp, with the consequent need to deliver again a first dose of cardioplegia, with ratio 4:1. He then started to deliver the cardioplegia and initially both cardioplegia pumps (cpl-b and cpl-c) were running. Later, he realized that the heart was not stopping and looking at the pumps he noticed that cpl-c was stopped. There was no patient injury.

Manufacturer narrative:
H11: the serial read-out (real time device parameters and setting recording file) of the serial port and cockpit was analyzed, confirming the issue reported. The only difference was that the cpl-c pump did not start even if linked to cpl-b and cpl-b running in the moment the issue was narrowed down. - from the cockpit log, the cross-clamp started at 9:39:33 and the first cardioplegia dose was started to be delivered at 9:39:39 (heart lung machine time). - first cardioplegia dose from 9:39:39 to 9:41:44 (heart lung machine time). Serial port has confirmed that the pumps were running 4:1 ratio (as intended, as this is the first dose). - second cardioplegia dose from 10:03:51 to 10:09:32 (one pause of some seconds around 10:06:30). Serial port has confirmed that the pumps were running 8:1 ratio (as intended). - all the subsequent doses were given via a 8:1 ratio (as confirmed by the values of flow and rpm recorded in the serial port) until the cardioplegia that started at 13:02:09 (heart lung machine time). - a cardioplegia dose was started at 13:02:09 and at 13:02:57 the pre-set volume was delivered and pumps stopped (error code 1805). In the cockpit log, there is no message related to the stop of the cpl-c because linked to the cpl-b. The play button was stopped and resumed in a couple of seconds (13:03:02-04) and then stopped at 13:11:18. For the cardioplegia dose that started at 13:02:09, the cpl-c pump flow and rpm stayed at 0. The cpl-b pump was stopped running around 13:05:10 (epm time and 13:03:50 heart lung machine time) even though the play button on the cockpit was pressed at 13:11:18 heart lung machine time. It cannot be ruled out that the cardioplegia pumps were running in manual mode and when the the cardioplegia was started at 13:03:04, it cannot be ruled out that the "countdown" function was not used. - the cross-clamp was removed (2nd time) at 13:14:53 (heart lung machine time) and at 13:15:05 a cardioplegia delivery was started and at 13:16:20 the pre-set volume was delivered and pumps stopped (error code 1805). At 13:16:22-3 the play button was stopped and resumed and at 13:18:11 the pre-set volume was delivered and pumps stopped (error code 1805). At 13:18:11, the cardioplegia dose was delivered but no message related to a cpl-c pump stop was recorded. At 13:20:08, the serial port started recording values for cpl-b and cpl-c different from 0 (cpl-c flow and rpm greater than cpl-b). Investigation is still on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through the information reported in the complaint and the data recorded in the device log files, the issue was narrowed down to the cardioplegia delivery that began at 13:05:05. In the mentioned dose, the cardioplegia crystalloid (cpl-c) pump rpm and flow were zero even if the cardioplegia blood (cpl-b) pump was running and the pump was linked. Based on the collected information, the most probable root cause is a software anomaly. Livanova research & development department has initiated an activity to better detail the root cause and implement corrective action. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.